Event description:
The pt received the scs lead on (B)(6) 2011. It was reported that the pt could not increase stimulation by using the pt programmer. Individual lead impedance was not observed; however, bipole invalid array impedance was reported. An x-ray identified a possible disconnect at the extension. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.